Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with 250 units of insulin and added an unspecified amount of insulin to overfill the cartridge. There was no adverse impact to blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.